Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, the components underwent a thorough analysis. The balloon and pump components were visually inspected, and leak tested. No damage or visual abnormalities were found. The balloon and pump passed the leak test performed. The balloon and pump were not functionally tested as a failure confirming the allegation was identified with the cuff component. The cuff was visually inspected, and several folds were identified. A pinhole was identified in the cuff shell consistent with wear at a fold. The cuff failed the leak test performed. Based on the information available and analysis results, a cuff leak was confirmed. This finding would affect the functionality of the device and would therefore be the most probable cause for the reported urinary incontinence issues. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use.

Event description:
It was reported that this artificial urinary sphincter was removed due to incontinence. A new artificial urinary sphincter was implanted. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implants of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter was removed due to incontinence. A new artificial urinary sphincter was implanted. No further patient complications were reported.